Event description:
It was reported that the pulse generator exhibited premature battery depletion. On (B)(6) 2009, the estimated remaining longevity was 4.25-4.75 years. On (B)(6) 2010, the estimated remaining longevity had decreased to 0.25-0.75 years. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of the pulse generator memory found that the battery impedance had increased to 4-20 kohms during some months and then decreased back to normal values, except in may 2010 where the impedance again increased to 4 kohms. As returned, battery impedance, electrical measurements and output characteristics were normal. The device was interrogated at different temperatures and the battery impedances increased and decreased normally. The reason for the false increasing battery impedance could not be verified.